Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis is in progress. Sample is not expected to be returned for evaluation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A center director reported that three weeks following lasik surgery, the patient presented with transient light sensitivity syndrome (tlss) in both eyes. The topical steroid drops were increased. Additional information has been requested. There are two medical device reports associated with this event. This report is for the right eye.